Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 340 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin during normal use. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer states that auto mode smartguard feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.